Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump was damaged in the reservoir tube lip. Which was causing the reservoir not to be fully locked into place when customer turns it. Customer does not recall her blood glucose level at the time of the incident. Customer is not sure how the damage occurred. Customer stated that piece of the reservoir tube lip was broken off. Customer was advised to discontinue use of the device, to revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
(B)(4). Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.